Event description:
It was reported that on (B)(6) 2021, the patient's driveline was tugged. There was no drainage or signs or symptoms of infection; however, the area was ulcerated, and a small amount of blood was observed at the exit site. The event eventually resolved 17 days later. On (B)(6) 2021, the patient complained of shortness of breath (sob), with bilateral lower extremity (ble) edema, dizziness, an increase in weight, and labile mean arterial pressures (maps). The patient¿s symptoms were reportedly related to right heart failure (rhf), and the patient was subsequently started on medication. On (B)(6) 2021, the patient was unable to sustain desired map values and they were educated and given rehydration instructions. On (B)(6) 2021, the patient reported sob and dizziness and later experienced liable maps along with low flow alarms on (B)(6) 2021. The events were thought to be related to rhf and eventually resolved on (B)(6) 2021. On (B)(6) 2022, several pulsatility index (pi) events were noted and the patient was continued on diuretics; however, these were held two days later, on (B)(6) 2022, and the patient was provided with intravenous normal saline. Diuretics were then restarted on (B)(6) 2022. On (B)(6) 2022, the patient reported a pink area at the driveline exit site with a small ulcer, oozing, and pain. No testing was done on the irritated area and it was recommended that the patient loosen their driveline anchoring. The ulceration improved and healed with the change to the anchoring techniques with full resolution on (B)(6) 2022. On (B)(6) 2022, the patient noted swelling in the left foot and reported that their foot felt cold. These symptoms ultimately resolved on (B)(6) 2022 and at the next clinical visit, the nurse practitioner noted no further lower leg edema upon examination. On (B)(6) 2023, a right heart catheterization (rhc) procedure was conducted, which revealed continued severe rhf and a transplant was discussed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided by the account from the time of the event. Additionally, a specific cause for the alarms could not be conclusively determined. Multiple attempts were made to obtain additional and clarifying information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4 of the IFU, also states that, ¿if the system detects a pulsatility index (pi) event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. This section further states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 2 and section 6 of the IFU, as well as section 2 and section 4 of the patient handbook instruct the patient to ¿stabilize the driveline at all times to avoid pulling on or moving the driveline at the exit site¿. These sections further warn that ¿pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection.¿ section 6 of the IFU, (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Although no positive cultures were identified, the IFU lists infection as an adverse event and potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on 15apr2021 the patient experienced shortness of breath (sob), dizziness, and increase in weight. The patient was treated for right heart failure. On (B)(6) 2021, the patient experienced further right heart failure symptoms of dehydration and was re-educated on how to properly rehydrate. On (B)(6) 2021 the patient experienced shortness of breath (sob) and dizziness again and it was noted that these symptoms were related to right heart failure. The symptoms returned on (B)(6) 2021 and this time there were low flow alarms. On (B)(6) 2021 the event resolved. On (B)(6) 2022 the patient had continuing diuresis. Diuretics were held on (B)(6) 2022 and restarted on (B)(6) 2022. On (B)(6) 2023 the patient had a right heart catheter procedure. On (B)(6) 2022 the patient noted to have worsening lower left extremity edema. Edema resolved on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the on (B)(6) 2021 patient tugged on their driveline which led to bleeding. There was no drainage or infection but the area was ulcerated. The ulceration resolved 17 days later. Then on (B)(6) 2022, the patient reported another pink ulcerated area at driveline site. The ulcer had some oozing and slight pain. The area resolved on (B)(6) 2022.